Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported break/separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 4.00 x 12 mm nc trek rx balloon dilatation catheter (bdc), it was noted that the hub was loose on the shaft [shaft break]. The bdc was not used and there was no patient involvement. A new unspecified trek bdc was used to successfully continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.